Event description:
Patient's mother reported that when the device was programmed on the patient's seizures would get worse so the device was disabled. Recently, the patient has been experiencing daily seizure activity and they are wanted to turn the device back on to give vns therapy another try. No other relevant information has been received to date.

Manufacturer narrative:
B2 outcomes attributed to adverse event, corrected data: initial report inadvertently left this section blank.